Manufacturer narrative:
(B)(4). Patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
Post-operatively it was identified that the patient developed a hematoma at the surgery site. The patient required re-admission. It is unknown how long the patient was re-admitted for or if any additional procedures were necessary. The surgeon did not believe the plasmablade or aex were the cause of the hematoma and stated that 3-5% of all cases with or without the use of aex or plasmablade develop hematomas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.